Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide procedure date no further information is available. How was procedure successfully completed? No further information is available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown ob-gyn procedure on an unknown date and suture was used. During the procedure, the suture detached from the needle. No adverse patient consequences were reported. Additional information was requested.